Manufacturer narrative:
Event date: (B)(6) 2018. Report date: 03jan2019. The customer reported that the unit had been repaired and the issue resolved. No parts were returned to philips for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit began to alarm then became inoperable.it is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.